Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic cramping / pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping / pelvic pain, pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes"), dysgeusia ("metal taste in her mouth"), headache ("headaches"), amnesia ("neurological conditions: memory loss"), dysmenorrhoea ("abnormal pain during menstruation, dysmenorrhea (cramping)"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal/ heavy bleeding during menstruation, abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged and abnormal menstrual cycles"), calcium deficiency ("calcium deficiency"), dental caries ("tooth decay"), tooth loss ("tooth loss"), abdominal pain ("abdominal cramping / abdominal pain"), back pain ("severe back pain, pain radiates down the legs"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, allergy to metals ("symptoms of a possible allergy to nickel, but never diagnosed"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), hydrocortisone, diphenhydramine hydrochloride (benadryl), vitamins and surgery (laproscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. In 2016, the oligomenorrhoea, calcium deficiency, dental caries, tooth loss, back pain, dyspareunia, skin irritation, rash, pruritus, dysgeusia, vaginal infection, headache, amnesia, menorrhagia, alopecia and fatigue had resolved. On 31-aug-2016, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, allergy to metals, migraine, anaemia, tooth disorder, weight increased, weight decreased, arthralgia and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, calcium deficiency, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, pruritus, rash, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral tubal occlusion in 2008 and 2009, ultrasound scan showed there was successful placement of essure and the coils were in a normal location. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporter information, patient demographics, product indication and onset date updated, treatment medications, concomitant disease, new events vaginal haemorrhage, allergy to metals, migraine, anaemia, tooth disorder, weight increased, weight decreased, arthralgia and uterine pain added. Outcome for the event vaginal haemorrhage, allergy to metals, migraine, anaemia, tooth disorder, weight increased, weight decreased, arthralgia and uterine pain added as recovered / resolved and for events pelvic pain and abdominal pain added as recovering / resolving. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic cramping / pelvic pain, pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), rash ("rashes"), dysgeusia ("metal taste in her mouth"), headache ("headaches"), amnesia ("neurological conditions: memory loss"), dysmenorrhoea ("abnormal pain during menstruation, dysmenorrhea (cramping)"), migraine ("migraines/ headaches"), tooth disorder ("dental problems"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal pain during menstruation, dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged and abnormal menstrual cycles"), calcium deficiency ("calcium deficiency"), dental caries ("tooth decay"), tooth loss ("tooth loss"), abdominal pain ("abdominal cramping / abdominal pain"), back pain ("severe back pain, pain radiates down the legs"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, allergy to metals ("symptoms of a possible allergy to nickel, but never diagnosed"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), hydrocortisone, diphenhydramine hydrochloride (benadryl), vitamins and surgery (laproscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. In 2016, the oligomenorrhoea, calcium deficiency, dental caries, tooth loss, back pain, dyspareunia, skin irritation, rash, pruritus, dysgeusia, vaginal infection, headache, amnesia, menorrhagia, alopecia and fatigue had resolved. On (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, allergy to metals, migraine, anaemia, tooth disorder, weight increased, weight decreased, arthralgia and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, calcium deficiency, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, pruritus, rash, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral tubal occlusion in 2008 and 2009, ultrasound scan showed there was successful placement of essure and the coils were in a normal location. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-jun-2018: case will be deleted from bayer pv database. Nullification reason: case (B)(4) was detected to be a duplicate of (B)(4). All information was transferred to the remaining case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 03-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent birth control. Within a few months of having the essure device implanted, she began experiencing symptoms, which included: prolonged and abnormal menstrual cycles, calcium deficiency, tooth decay and loss, abdominal pelvic cramping and pain, severe back pain, painful intercourse, skin irritation (B)(4), including rashes and itching, metal taste in her mouth, vaginal discharge and infections, headaches, memory loss, abnormal pain during menstruation, abnormal heavy bleeding during menstruation, hair loss and fatigue. As a result of her continued and worsening symptoms, on (B)(6) 2016 she underwent a bilateral salpingectomy, during which, both fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, however, she does still continues to have periodic pelvic and abdominal pain. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic cramping / pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.